Event description:
As reported by the field clinical specialist (fcs), during a right-side transfemoral tavr (transcatheter aortic valve replacement) procedure with a 29mm sapien 3 ultra resilia (s3ur) valve in the native aortic position, there was excessive difficulty inserting the 29mm commander delivery system (ds) through the partially expandable portion (strain relief) of the esheath+. Under fluoroscopy, it was visualized that the valve had a bent strut and therefore, the devices were removed as a single unit. Upon removal, it was discovered that the balloon shaft of the ds was kinked just behind where the valve was loaded. Also, the valve strut had punctured through the strain relief of the esheath+. A second system was prepped and the second 29mm s3ur valve was implanted with no issue.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, investigation findings, investigation conclusions and h11 have been updated. Additions to section h6: type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided intraoperative imagery revealed a sheath liner puncture during the procedure and after device removal. In this case, the complaints of inability to advance through sheath and sheath punctured were confirmed based on the provided imagery. Available information suggests procedural factors (high push force) likely contributed to the event. High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in shaft punctures. When combined with non-coaxial advancement trajectories, these forces can further exacerbate damage to the sheath strain relief, particularly when interacting with crimped valve struts. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.